Manufacturer narrative:
(B)(4).

Event description:
A medwatch report # (B)(4) concerning two events was received stating that "there were two similar events involving the nava catheter. In the second event, the ventilator was not being triggered as expected while in nava mode". (B)(4).